Event description:
The physician was using a 2.75 diameter resolute integrity rapid exchange (rx) drug-eluting stent for treatment of a lesion. During inflation of the device to 16atms, the lad ruptured. The patient is ok and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined - limited information/ device not received for evaluation), inherent risk of procedure (perforation), (device not received for evaluation).